Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they went out of town on saturday without their handset and did not make it to the bathroom in time/had an accident. Patient inquired if this could be due to not having their handset with them. Reviewed general use of external devices/therapy overview. Patient stated they have not tried to connect with their ins since then to check/adjust therapy settings as pt stated they do not know how to. Agent reviewed general use of external devices/how to connect with pt's ins. Pt reported getting device not responding despite repositioning communicator on ins and applying comfortable pressure. Pt confirmed could palpate ins but when asked if their ins feels superficial pt stated it feels "down about a half inch". Pt denied any recent trauma to implant site/falls. Patient was unable to connect to their implant to see their therapy settings on the call. The issue was not resolved through troubleshooting. Pt stated they will have someone available to assist them with repositioning communicator on their ins later today. Pt will call back with someone there to assist to continue troubleshooting trying to connect with their ins to check ther apy status. The patient called back with a friend or family member to assist them with communicator position. Reviewed external device use and they were able to connect successfully to the ins and increase stimulation to a comfortable level. Additional information was received from the patient: the cause of the "device not responding" was determined to be too far from the phone-like device. Steps taken to resolve the issue was they will take it with them. Unknown whether resolved, but no further action to be taken. The cause of the it feels "down about half an inch" was not determined, but had been resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.